Manufacturer narrative:
Pt. Info.: information unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). It was indicated that the device is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged, opened and unused. The product was discarded. No other information was provided.

Manufacturer narrative:
Additional information: further information was received that there was no patient contact. No further information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.